Event description:
It was reported that during priming leakage was observed at the venting port of the device. The device was leaking at the de-airing membrane. The lot number of the device was reported to be 70097384. The device was removed prior to patient receiving extracorporal (B)(4).

Manufacturer narrative:
The device has been returned and evaluation is anticipated. A supplemental medwatch will be submitted when additional info becomes available.